Event description:
It was reported that the customer's insulin pump had a broken display window and a big spot appears on display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display due to a faulty component in the interface board. Unable to confirm missing segments, bleeding or cracked lcd display window. The device was received with cracked case at the corner of the display and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.